Manufacturer narrative:
Per the manufacturer's subsidiary, upon calibrating the blood parameter monitor (bpm) a calibrator error is displayed. A second calibration is completed successfully but the svo2 was being displayed at 100% post calibration. The reported issue happens inconsistently but on a regular basis.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the venous oxygen saturation (svo2) went to 100% post blood calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
State should be blank.